Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: a2, a4, a5, a6, b3, b5, b6, b7, d8, d9, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness is lost. A definitive root cause could not be identified. Based on the results of the investigation, due to the cable unit being twisted, the displayed image was flickering. The most probable cause is cause traced to the user not following the manufacturer's instructions. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a stripe in picture and loose contact. The issue was found during the functional check. There was no patient involvement.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during the procedure, the camera head had a stripe in picture and loose contact. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation which was reopened and closed with new reportable findings. The following reportable malfunctions were identified during the device re-evaluation: the displayed image is flickering; cable unit is twisted, and cable unit is depressed a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because cable unit is twisted, the displayed image is flickering. Due to poor watertightness of cable unit, water tightness is lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.